Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer used the bipolar instead and the electrocoagulator needs to be replaced. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that there were issues with the electrocoagulate of the da-vinci with error c-34. The customer was unable to use the monopolar energy and proceed with the bipolar energy. The procedure was completing as planned with no reported injury. Intuitive followed up and obtained additional information. The system serial number was (B)(6). The procedure was completed with a tweezer instead of a knife or vice versa. Electro coagulator was in use. The technician replaced the unit during the night. The procedure was completed with the same generator. The procedure was delayed maybe five minutes. The reporter only supports logistics and communications.

Manufacturer narrative:
The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected while powered on. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.